Event description:
It has been reported that the error message of ¿x-ray not possible¿ was displayed. No harm to the patient has been reported to philips. The available information does not indicate if the system was in clinical use or not when the issue took place. We are conservatively reporting this event at this point of time . A follow up report will sent if any further information is available. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The customer reported that the x-ray was not possible. A philips engineer inspected the system remotely and provided recommendations to the customer. No service has been performed by philips as the service was rejected by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.